Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise on the shock and right atrial (ra) channels. Technical services (ts) indicated this was likely due to movement. The cause of the noise could not be determined and the patient planned to follow-up with the clinic. This lead remains in service. No adverse patient effects were reported.